Event description:
The customer reported receiving a button error alarm while attempting to bolus after lunch and the keypad was unresponsive. The blood glucose was 214mg/dl. Advised the customer to discontinue the use of the device and revert to a back-up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. Unable to prime the unit during the prime test as a result of a loose/flush drive support disk. The device was received with cracked case at the display window corners, scratched screen, missing end cap sticker, and broken reservoir tube lip.